Manufacturer narrative:
During the initial functional testing, the returned autopulse platform failed with user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. To remedy the issue, the driveshaft was rotated back to the home position. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Additionally, the platform was examined and found an encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported issue. The sticky clutch plate needs deburring to address the encoder drive shaft issue. During further testing the autopulse platform displayed user advisory (ua) 29 (loss of brake connectivity). To remedy the fault, the defective drive train was replaced. Visual inspection was performed and noted no physical damages upon receipt. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries for 15 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During the initial functional testing, the returned autopulse platform failed with user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message.